Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire piece jaws were hanging. The metal wire was out the of plastic housing when they pulled it out of the package. It was not used on the patient and a new kit was opened to complete the case. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The lot # 25162464 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/20/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside its packaging contents. The outside packaging contents was not returned for evaluation. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, and the evaluation results, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, b4, g4, g7, h2, h3, h10.

Event description:
N/a.